Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during a device change out due to normal eri, rv lead exhibited increased impedance and unacceptable threshold. The lead was explanted. The patient was fine following the procedure.